Event description:
Entered patient's room to hang a new bag of IV fluids. Pt stated that something was dripping from his IV lines. Drip of fluid visualized coming from ns line that is y-ed in to chemo through phaseal y site connector. The seam where the fluid line screws in was leaking fluid. Writer put on ppe per policy and changed phaseal y site connector, no dripping visualized from line. Dates of use: 24 hours. Diagnosis or reason for use: administration of chemotherapy. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.